Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cellulitis of the eye. The patient did receive medical intervention and reported to have been in and out of the hospital. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.